Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump battery gauge was observed to be fluctuating which resulted in the pump shutting down. Customer¿s blood glucose level was 110 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Based on the analysis, the alleged battery gauge fluctuating issue could not be verified.